Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported stent dislodgement and failure to advance could not be determined; however, the subsequent device embedded in tissue or plaque and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that the device may have interacted with the anatomy during advancement causing the reported failure to advance. Further interaction with the anatomy during retraction of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. The stent was deployed using a 1.20x6mm trek rx compliant balloon and serially dilated up with a 2.5 compliant balloon. A dissection occurred. An additional stent was used to treat the dissection. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid left anterior descending (lad) artery. The 2.25x8mm xience skypoint stent delivery system (sds) failed to cross and the sds was being withdrawn undeployed when the stent dislodged from the balloon and remained in the anatomy without attempts at retrieval. The stent was deployed using a 1.20x6mm trek rx compliant balloon and serially dilated up with a 2.5 compliant balloon. A dissection occurred. Additional stent was used to treat the dissection. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.